Manufacturer narrative:
The na electrode lot number is n42. The expiration date was not provided. The field service engineer (fse) found that the nozzle was contaminated. The fse ran bleach through the flow path and performed operational and mechanical checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for approximately 30 patient samples on a cobas 8000 cobas ise module. The customer provided an example of one patient sample with discrepant na results. The customer noticed moving result averages were drifting low. The customer re-calibrated, replaced the na electrode, replaced ise reagents, and repeated controls, but there was no change. The customer then repeated the affected patient samples on a second ise module the initial na result was 136 mmol/l. The sample was repeated on another ise module and the result was 143 mmol/l. The repeat result was deemed correct.